Manufacturer narrative:
.

Event description:
The surgeon reported that the patient was experiencing pain at the electrode site and numbness on her face. During follow up the neurologist confirmed that the pain and numbness experienced were occurring with stimulation. The patient later went to the emergency room where the on call physician disabled her device. The pain and numbness events resolved when the device was disabled however the patient was still experiencing some discomfort. The neurologist attributed the leftover discomfort to the original pain and numbness event. The patient also reported experiencing an increase in seizures that was reflective of pre-vns levels. This event was related to the lose in therapy that occurred when the device was disabled. The surgeon evaluated the patient after the device was disabled. During this visit he noted high impedance and then referred the patient for lead revision surgery. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. No surgical interventions are known to have occurred to date.

Event description:
It was reported that after the device was disabled the patient was still experiencing pain along with dysphagia. The patient underwent surgery on (B)(6) 2016. The generator was replaced and system diagnostics were run on with the existing lead and new generator. The system diagnostic test results were within normal limits. Therefore the surgeon decided to not replace the lead since the high impedance event had resolved at that time. To date the explanted generator has not been returned for product analysis.

Event description:
The explanted generator was returned and underwent product analysis. The generator was interrogated and diagnostic were run; the results of which were within normal limits. The generator was monitored continuously for a 24 hour cycle and the output signal did not vary. The generator continuously provided the expected level of output current and performed to functional specifications. No additional relevant information has been received to date.